Event description:
The pt's wife reported the pt was hospitalized for six days in 2008 due to erratic blood glucose readings. She stated the pt was not on his insulin infusion device prior to this as he had returned it to the company. She said she believes his erratic readings were "residual from the pump". The pt's wife stated she did not know the specific values of the pt's erratic blood glucose readings. Company records indicate the pt stated he stopped using the infusion device on a week prior to original date. The product was returned for eval.